Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient had a 'loose wire' in her back, which occurred after a fall. The patient stated that they have not noticed any difference in stimulation, but that she notices some changes when they lean over or stretch but otherwise they don't feel it. The patient noted that they were so glad they received the implant as it helps them walk.